Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported an elevated blood glucose reading of 488 mg/dl with her recommended range being 150 mg/dl. She stated her symptoms were nausea and a "sick" feeling and she treated her elevated levels by bolusing through her insulin infusion device and giving herself an insulin injection. To troubleshoot, the patient was instructed to disconnect from her infusion device and bolus out of the tubing which went through without error. She was then instructed to remove her infusion headset and examine it and she stated it looked normal. She stated her infusion set has been in use for 3 days. While troubleshooting, the patient discovered an air bubble in her cartridge. The patient was assisted in priming out the air bubble. On follow up, the patient stated her "blood sugars are just wonderful." The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.